Event description:
It was reported that during a coronary stent procedure, the physician experienced difficulty crossing the lesion. Upon removal, the proximal edge of the stent appeared to be flared. No pt injuries or complications were reported.